Event description:
A us distributor contacted zoll to report that a patient developed blisters under the lifevest equipment. Patient described the area as red marks and open blisters. The patient reported having allergies to latex and adhesives. The patient reported they also have a history of very sensitive skin. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied a dressing over the affected area. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.